Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿a piece of material¿) was found on the end of a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter (described as ¿a piece of material¿) was found on the end of a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted field: device returned to manufacture: yes.

Manufacturer narrative:
Investigation summary: the device history report for lot number 8051797 was reviewed, no related abnormalities were found. Material number 382533 for lot 8051797 was manufactured 02/26/2018 - 03/02/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Additionally a photograph and physical sample were submitted for the purpose of aiding our quality engineer in their investigation. Through the visual/microscopic examination the catheter-adapter assembly did not display any foreign material however a particle of white-clear material was attached to the top web strip. The foreign matter observed on the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the assembly process. Investigation conclusion: foreign matter can be loosely attached to the catheter tubing due to the silicone lube. The fm observed on the tip of the catheter tubing was confirmed to be non-foreign (porous plug shavings) and to have resulted from manufacturing process.

Event description:
It was reported that foreign matter (described as ¿a piece of material¿) was found on the end of a bd insyte¿ autoguard¿ bc shielded IV catheter. There was no report of exposure, injury or medical intervention.